Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that after combined stent implantation and cataract surgery procedure. Some hyphema was observed through the stent and a small bubble was left in the eye for tamponading effect· patient revisit to clinic 2 days after surgery with pain in the eye with vision down to hand movement· upon examination they identified hyphema had not subsided and the intraocular pressure (iop) was 40. They advised to continue with carbonic anhydrase inhibitor and return for follow up 5 days after surgery and the day iop was 30 and hyphema. Corneal oedema and haze persisted and vision was hand movement. Patient was treated for anterior hyphema washout 7 days after surgery and would continue to be observed to see if there was outflow happening through the stent and corneal oedema subsides. Additional information has been requested.

Manufacturer narrative:
Additional information was added in b.5., h.3., h.6. And h.11. A sample was not received at the manufacturing site for evaluation for the report of corneal edema, hyphema, eye pain, haze vision, iop (intraocular pressure) increased, anterior hyphaema washout; therefore, the condition of the product could not be verified. The reported product¿s lot number was not reported, preventing lot number specific reviews for similar complaints or nonconformances. However, before production release, each product history record is reviewed to ensure that all associated products meet the required specifications and release criteria. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event. While the root cause and its origin are inconclusive, the following factors outlined in the reported product¿s IFU (instruction for use) could potentially contribute to an outcome similar to the reported event. Hyphema, intraoperative ocular pain or discomfort, iop spike (10mmhg higher than highest pre-operative iop measurement), and corneal complications are highlighted in the product's IFU as potential risks associated with anterior chamber surgery. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was requested and received stating that the patient had persistent hyphema with elevated intraocular pressure and had an wash out. The cornea and intraocular pressure appeared stable and then another three-four weeks later, there was spontaneous hyphema again. Patient had another wash out early october which ended up bleeding again. Patient is finally scheduled to have the stent explanted on the same month.